Event description:
After swan ganz placed, svo2 reading, cardiac output would not start. All cables, cords, etc checked. Determined that swan ganz was defective. Swan ganz removed & new one inserted. New swan ganz functioned properly.